Event description:
It was reported, while in the cath lab, the md prepped the iab per instruction. The md noted the vacuum was done twice after the one way valve was attached. The sheath was inserted into the right femoral artery and then the iab was introduced through the sheath. The iab was placed in the correct position in the aorta. The iab was connected to the pump. When the pump was started, the staff heard a hissing sound. The iab did not inflate. The staff checked the connections and no problems were found. The md decided to "draw back in the balloon" and when he was finished, blood was in the tubing. The md immediately removed the iab and another iab was inserted. There were no reported patient complications. A follow-up report will be filed if more information becomes available.